Event description:
Free flow occurred on pump. At no time did the pump around an alarm or display an error to indicate a problem. Pump requestered and sent to bio-med for evaluation. No lodged tubing found in chamber.